Event description:
It was reported that the customer had air bubbles in their reservoir. It was also reported that the customer had a possible temporary vent blockage. Customer's blood glucose level at the time 181mg/dl. Customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Analysis evaluated 1 opened/used reservoir. Unable to perform pre-fill test, due to transfer guard missing adhesive to hold needle in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.